Event description:
On (B)(6) 2025, the user reported a hypoglycemic event caused by inserting an insulin cartridge without rewinding the piston, resulting in unintended dose of insulin causing the users blood glucose (bg) to drop below 54 mg/dl for approximately 5 hours. The user managed hypoglycemia by consuming sugar with assistance from their sister but did not contact their hcp or beta bionics. A follow-up virtual training session was conducted on (B)(6) 2025 with the user and certified diabetes care and education specialist (cdces). During the training, the user demonstrated understanding of proper cartridge change procedures and committed to performing infusion set and cartridge changes with assistance from his sister. The user reported improved time in range and better management of the device following re-education. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.